Event description:
It was reported the asymptomatic patient presented for an implant. During procedure, it was observed the right ventricular lead had a rising lead impedance. The procedure concluded with the lead implanted. During pre-discharge check, it was observed the lead pacing impedance had increased further, had high capture thresholds, and poor sensing. The lead was suspected to be dislodged. The lead was explanted and replaced that evening. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, sensing anomaly and high pacing impedance were not confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.